Manufacturer narrative:
The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that her irc1710 aerosol compressor is not delivering her medication through the nebulizer. Invacare provided the consumer with the dealer contact based on the serial number for assistance. The age of the device is 3 years 4 months. No injury.

Event description:
Customer alleges the unit is not blowing out the medicine and that the mouth piece isn't working. No injury alleged.